Manufacturer narrative:
This incident was discovered by conmed corporation on receipt of a maude event report (foi). This report was sent by the us FDA and received by conmed corporation on (B)(4) 2012. Despite numerous attempts to contact the initial reporter of this incident to obtain additional information regarding this event no further information has been made available. The end-user has not responded to any communication attempts made by conmed corporation. The device in question, vcare, is a disposable, single-use device for manipulation of the uterus and cervix in surgical and diagnostic procedures. The device consists of a manipulator tube having an inflatable balloon at its proximal end and an anatomically configured cannula / handle for maintaining proper attitude of the uterus at the distal end. The vcare incorporates a system of cup-like elevators to provide manipulation of the uterus, and retraction and elevation of the cervix. The conmed vcare is indicated for manipulation of the uterus and injection of fluids or gases during laparoscopic procedures such as laparoscopic assisted vaginal hysterectomy (lavh), total laparoscopic hysterectomy (tlh), minilap, laparoscopic tubal occlusion, or diagnostic laparoscopy and also maintains pneumoperitoneum by sealing the vagina once a colpotomy is performed. DHR/lhr, device history record/lot history record, review has verified that the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness, or performance were not identified during manufacture. The complaint device was not available for evaluation; therefore, the condition of the device could not be assessed (i.e., any device damage, malfunction or defects). The most likely cause of this complaint is application of force which exceeded the cervical cone / intra-uterine balloon pull off strength capability of the device. This would allow the vcare shaft to pull through the cervical cone, detaching the intra-uterine balloon from the device. User technique may have been a contributing factor. Retracting the vaginal cone in the vaginal cavity prior to device removal may allow for an easier removal of the device. A small vaginal cavity or the particular shape of the vaginal canal may also increase removal force on the device if the vaginal cone is not removed properly per dfu instructions. The risk associated with this complaint is mitigated in the vcare dfu which states, "swipe finger around the vaginal cone to release cone from the vaginal tissue. Retract the blue tube back to the molding hand assembly. Carefully remove the device from the vagina. Do not use excessive force to avoid traumatizing the vaginal canal. Before disposing of vcare, visually inspect the device to check it is intact and all forward components (intrauterine balloon, cervical and vaginal cones, locking assembly and thumbscrew) have been removed from the patient." The complaint investigation has not identified a manufacturing defect; therefore, corrective action is not warranted at the present time. Conmed corporation is considering this complaint closed. Device not returned to conmed corp.

Manufacturer narrative:
This is an FDA reportable event due to a sentinel event reported on medwatch 1320894-2011-00062, and, medwatch 1320894-2011-00091. This report was sent to conmed corporation by the us FDA and received on (B)(6) 2012. The end-user facility did not contact conmed corporation regarding this incident. The maude report receipt is conmed's first awareness of this incident. Conmed is attempting to contact the initial reporter listed in the maude report to acquire additional information regarding this reported incident. On completion of the quality engineering investigation of this reported incident a supplemental report will be filed. Device marked not available on maude rep.

Event description:
This incident was discovered by conmed corporation on receipt of a maude event report (foi). This report was sent by the us FDA and received by conmed corporation on (B)(6) 2012. The event description reads "volun (B)(6) 2011: while using uterine manipulator - disposable - on the patient, it broke into a few pieces. All pieces were removed". This event was reported to the us FDA on medwatch program report number (B)(4).